Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Instrument or reagent problems could be ruled out as calibration and qc were acceptable and the instrument was checked and verified to be okay.

Manufacturer narrative:
(B)(4).

Event description:
The customer was reviewing incident reports and stated there was a questionable ckl creatine kinase result for one patient sample in (B)(6) 2016. The initial result was 53 u/l and was auto-verified and reported outside the laboratory. The customer stated on their lis there were results that had been held because of some pipetting issues but there were no alarms on the analyzer indicating a pipetting issue. The sample was repeated the sample on their cobas 4000 c (311) stand alone system analyzer and the result was 3540 u/l. Seven hours earlier ,the customer had recovered a ckl of 4184 u/l on the c501 analyzer. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 15191601 with an expiration date of 05/31/2017. The field service representative checked the analyzer and could not find a cause. He performed analyzer baseline checks which all passed. The customer performed precision testing with all results within specification.